Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Prior to contacting tandem technical support, the customer performed troubleshooting with a clinical diabetes specialist and did not observe any issues with the pump or supplies which would have caused an occlusion to occur. Reportedly, the customer experienced diabetic ketoacidosis (dka) with a blood glucose of 435 mg/dl and was subsequently hospitalized. While at the hospital, the customer received intravenous treatment. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage sustained.